Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt had the device explanted due to the need for an MRI. The device was not replaced. The pt recovered without sequela.